Event description:
It was reported that inappropriate shocks were delivered due to t-wave oversensing caused by low r-waves. The patient developed sepsis and is in critical condition. No procedure will be scheduled until condition improves.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.